Event description:
I had essure implanted (B)(6) 2011, and soon after began having pelvic pain. Over the next few months, I started having heavier periods, cramping, bloating, back pain, pain during intercourse, pain during ovulation, hair loss, fatigue, joint pain and the pelvic pain continued to get worse, sometimes its dull and sometimes a shooting pain. My quality of life has decreased significantly since essure and I am now looking to have them removed.